Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification, tortuosity, and 80% stenosis. A 3.0x8 mm non-compliant balloon was used to pre-dilate the lesion at 12 atmospheres (atm) and the 3.0x48 mm xience xpedition stent was implanted. A check shot showed there was a dissection at the distal end of the stent. A 3.0x12 mm drug eluting stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.